Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that no troubleshooting was performed. The patient's implant was discharged and he did not want to do a physician mode recharge. No actions or interventions were taken at that time, the patient was not scheduled for explant and he did not want a new implant.

Event description:
Additional information received from the healthcare professional reported that the patient was having cervical pain and they did not know if it was related to the device or therapy.

Event description:
Information was received from a patient via a manufacturer representative regarding that patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's implantable neurostimulator had been dead for 2-3 years. The patient stated that the stimulator never really worked and he wants his implantable neurostimulator out, as it causes him pain. No further details were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.